Event description:
It was reported that the patient received the realize adjustable band in 2008. At approx. Sixteen days later, the band was explanted due to gastric acid and content leaking from the needle and suture holes. The band looked good, but the surgeon may have taken too deep of bites of suture when implanting the band. The patient is okay. A new adjustable band implanted.

Manufacturer narrative:
Information not available, device not returned for analysis.